Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during initial implant procedure of the right ventricular lead, the patient experienced cardiac arrest. The patient received external defibrillation. It is unknown if the lead contributed to the event. The lead was not used due to an unrelated issue. No further information was reported.